Event description:
Intermittent noise on the rv channel and baseline wander/signal saturation on the far-field channel in nst and vf recordings saved to the device at around 8am on (B)(6) 2023. Lead trends appeared stable, and no episodes have occurred since. Lead to be further evaluated and patient history to be examined for any procedures. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.